Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line)which occurred on the home choice (hc) during dwell 2 of 4. The baxter technical services representative (tsr) had the home patient (hp) close all of the clamps and the transfer set, cycle the power to receive a system error 2367, then cycle the power again to get to the 'press go to start' prompt. The tsr explained the alarms. The patient was connected at the time of the alarm. The patient line was properly primed prior to connecting. Patient extension lines were being used. The patient line had not separated from the transfer set and the patient had not pressed go to initiate therapy prior to connection. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. The set was not being reused. The hp did not have pets that could cause damage to the set. There was no damage noted to the over pouch or carton in which the cassette was delivered. A sharp object was not used to open the carton or over pouch. The supplies were not damaged by an assist device or outlet port clamp. The hp stated that a supply bag fell and disconnected, leaked, and caused the system error 2240 alarm. The tsr explained to discard all of the supplies and advised to report the alarms to her peritoneal dialysis registered nurse the next morning. The hp was to finish that night's therapy manually. Proper procedures were reviewed with the hp. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "supply bag fell and disconnected". The label review found the labeling adequate for the possible use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).